Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic myoma enucleation procedure the active blade broke in situs. Blade could be removed out of patient. Blade got lost during packaging the instrument. No further information is available. One device will be returning.